Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the customer was advised to check the serial digital interface (sdi) cable. When the sdi cable was wiggled the image came back. Therefore, the customer was advised to replace the sdi cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the liquid crystal display (lcd) monitor had no image. The there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to faulty serial digital interface cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.